Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Inogen's investigation of the device is complete. This unit is running normally and as designed. Inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported the patient experienced low oxygen output. Reportedly, the patient oxygen unit level was two. In turn, the patient's niece increased the patient's oxygen levels, and transferred the patient to the hospital. While the patient's oxygen output levels were increased, the unit began getting hot. As a result, the patient's oxygen levels increased once the oxygen output was increased.